Manufacturer narrative:
Summary of event: as reported, "fragmentation" of a micropuncture transitionless access set was noted. Additional information was requested. Corrected information: d4 (UDI), h6 annex g. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), specifications, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional complaints on the final or sub-assembly lots. The product IFU instructs the user to inspect the product to ensure no damage has occurred upon removal from the package. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, and IFU suggests that there is evidence the device was manufactured to specification. Based on the limited information provided and the results of the investigation, cook has concluded that a definitive cause for this event cannot be determined. Multiple attempts were made to obtain additional information from the customer; however, no further details were provided. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, "fragmentation" of a micropuncture transitionless access set was noted. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3: program manager value analysis. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.